Manufacturer narrative:
Follow up #1 05/01/2014. Product evaluation: no product has been returned for this complaint, so a retain sample was acquired from the same lot and investigated with the following results: a fill test was completed with no air bubbles forming inside the cartridge. The test cartridge cycled normally with no difficulties. The retain cartridges passed a force test as well as a visual inspection. A leak test was performed with no failures being observed and there were no observed leaks with the leur connection. This complaint could not be verified with retain samples. A lot review was performed on the retain lot with no issue found.

Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient¿s blood glucose (bg) was running high and they have not been able to get the bg level down below to 200mg/dl and running between 250mg/dl and 400mg/dl with moderate ketones, vomiting and sore legs. The reporter denied any issues with the site. Customer support (cs) reviewed the pump and found to be functioning properly. The reporter denied air bubbles in tubing or cartridge but when the cartridge was removed for inspection the reporter smelled insulin in the cartridge compartment. This report is being made due to hyperglycemic event the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.